Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a pocket issue. A field service engineer assisted the customer by installing a new cubie pocket into the blank to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pocket was found to be absent, despite the system indicating its presence. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.